Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is presumed that the user facility did not train reprocessing staff sufficiently on scope handling and reprocessing in accordance with IFU. Reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. It was confirmed that the subject scope was shipped in accordance with specifications via DHR.

Manufacturer narrative:
As part of our investigation, while onsite the ess conducted a reprocessing in-service with the facility¿s doctor and other staff. The ess explained and demonstrated the correct sequence of the pre-cleaning steps, and covered the infection control information referenced in the user manual and reprocessing manual. (The customer uses an oer to reprocess their scopes.) In addition, ess explained the delayed reprocessing steps per the instruction for use (IFU) manual, delayed reprocessing white paper, and a brief explanation of the steps during the aw cleaning adapter. The ess covered how and why, aw cleaning adapter is crucial to avoid bioburden/biofilm build-up in the aw channels, prevent nozzle clogging, and avoid sharing bioburden during the procedures. The air and water channels become one channel toward the distal end of the insertion tube. The aw cleaning adapter flushes both the air and water channels simultaneously with a higher pressure. Lastly, the ess demonstrated how soaking the device (delayed reprocessing) aids in decreasing bioburden/biofilm. Insufficient reprocessing or deviation from the recommended workflow may pose an infection control risk.

Event description:
The service center was informed during a repair reduction with an endoscopy support specialist (ess) at the customer¿s site, improper/incorrect reprocessed scope was used. The customer informed the ess that the facility was not using the air/water (aw) cleaning adapter during pre-cleaning due to the aeration during the covid pandemicafter the procedure, the facility abbreviates the pre-cleaning, avoid using the aw cleaning adapter, and immediately takes the scope into the decontamination room to be reprocessed. There was no patient infection or positive device culture reported.